Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have a damaged belt connector. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the electrode belt connector on the monitor was damaged and unable to connect with an electrode belt. The root cause for the damaged connector cannot be positively identified but is likely excessive force at the connector while an electrode belt was attached. No adverse event resulted from the defective monitor belt connector. The last patient to use this monitor did not report any deficiencies.